Event description:
Customer reported missing portion of slide tubing when opening package in ICU. Product not on patient. Unable to provide date of event. Disposable set, 2420-0007 was returned. One used set model 2420-0007, lot # 08055033 was received for investigation. Visual inspection confirmed that p/n 602551 slide clamp for lower fitment on assembly pumping chamber p/n4530-100 was missing. The customer's experience of administration set piece missing was confirmed. The root cause of this failure was identified as process operator error during assembly of the set. All production supervisors and production personnel were advised of the incident.

Manufacturer narrative:
(B) (4). (B) (4). Patient information requested.